Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The advocate stated his wife received a blood glucose reading of approximately 220 mg/dl from her contour next, was retested on a different meter at the rehab center, and the reading was 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.